Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported multisystem organ failure and hemodynamic compromise cannot be conclusively determined through this investigation. Review of the log file data provided by the account confirmed low flow alarms; however, a specific cause cannot be conclusively determined through this investigation. The controller event log file contained data spanning from 13dec2019 at 06:25:50 to 17dec2019 at 22:37:50, per the timestamp. Low flow events were captured at a fixed speed of 4400rpm on 15dec2019, beginning at 20:51:47 and 20:52:06 due to the estimated flow being calculated to be below the threshold of 2.5lpm. Both low flow events persisted for 10 seconds or more, activating low flow alarms. No other notable alarms were recorded, and the device appeared to have been operating as intended. The account communicated that the patient experienced hemodynamic compromise and multisystem organ failure. The device was operating as intended per the account and the patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further events have been reported at this time. Additional information was requested from the account; however, none was provided. Although it was reported that the device was operating as intended, the heartmate 3 lvas IFU lists outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had experienced hemodynamic compromise and multi-system organ failure. Upon device interrogation at the site, it was noted the patient had 5 low speed advisories. Log file analysis confirmed the low speed events and noted low flow events. No additional information was provided.